Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm during prime. The customer blood glucose level was 212 mg/dl. The customer was assisted with troubleshooting. Customer stated insulin was squirting out during the manual prime process. The customer stated that the insulin pump was not dropped or bumped prior to the alarm occurring. The customer stated that the drive support cap appears normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to loose/protruded or flush drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test. Insulin pump passed displacement test. Cracked window display corner noted.